Event description:
A patient called to report an adverse event she has experienced after an essure implant. She stated everything was fine for the first 3 months. She said around september of that same year she started to experience bad migraine. She said she has never had migraine in her life before. She said she also experienced pelvic and abdominal pain, heavy periods, high blood pressure, and cramps. She said she was put on medication for her blood pressure.